Event description:
While attempting to defibrillate a patient, the device charged the energy and then inappropriately shut down. The clinician obtained another device to continue treating the patient. The patient subsequently expired.